Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 videos were provided for investigation. The videos were reviewed and the indicated failure mode for stopper creepout was observed. Additionally, 5 retention samples from bd inventory were functionally evaluated for stopper function and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout based on the videos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes an unspecified number of tubes have caps that do not close (stopper creepout) after passing through their instrument. There was no health impact or consequences reported.